Event description:
It was reported that the patient experienced mild lower back pain. It was suspected that the pump had flipped at the time of the refill as the physician had difficulty interrogating the pump; could not interrogate the pump. There was difficulty filling the pump, locating the refill port, as well. The physician suspected the pump was flipped as the serial numbers could not be seen via x-ray. The representative did not think the pump was flipped and inquired of assistance. There was inquiry as to if the x-ray was taken as anterior-posterior (ap) to further determine if the pump was flipped. If the x-ray was taken ap then there was suspect that the pump was flipped. The health care notes indicated a catheter was seen on the left and extending into the epigastric region in the midline. A battery was seen on the right. On the later view there was no evidence of a catheter seen in the spinal canal. It was suggested the pump be placed under x-ray screening control. It was further reported that the x-ray position could not be ascertained. However, another physician examined the patient and requested interrogation to which the interrogation was successful this time. Reportedly, the pump was refilled so ¿all was good.¿ it was further provided that only x-rays were done to determine orientation on the pump. The patient was referred to the implanting neurosurgeon who examined patient and had a second set of x-rays done which confirmed that pump was then in the correct position. The neurosurgeon examined the patient on 2015-02-16 and successfully refilled the patient. There was no patient harm or injury as a result of this event. The patient was doing well, the pump ¿continued as normal,¿ and the patient was receiving effective treatment. There was no patient harm and no actions required as a result of this event. This device system delivered morphine. Additional information was requested to clarify the comment of the catheter not seen in spinal canal. It was further clarified that there was no problem with the catheter and that it was not dislodged or broke. The issue was with the pump that flipped. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).